Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse replaced the wash valve since it appeared to be rusty. The fse performed a quality control run to verify instrument performance. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system. The pt sample was retested and the result was within the normal reference range. The initial elevated results were not reported outside the laboratory. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.